Event description:
It was reported that the user experienced a hypoglycemic event after announcing a meal as usual but consuming less food than anticipated, which resulted in a low blood glucose value of 39 mg/dl. The user sought care at a hospital earlier the same day, where they were treated with oral glucose and were not admitted. The user indicated that the low blood glucose was likely related to an incorrect meal size announcement rather than device performance. No device malfunction was reported. Investigation consisted of communication with the user and review of the information provided. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement accuracy.